Event description:
(B) (4). It was reported that during a coronary drug-eluting stenting treatment procedure, severe balloon withdrawal resistance and a dissection occurred. The target lesion was in the proximal right coronary artery (rca). There was 100% stenosis with chronic total occlusion. Pre-dilatation was performed at 18 atmosheric pressures (atms) by an unknown balloon. The 3.5mm x 32mm taxus express2 stent was implanted at 18 atms. The post-dilatation was performed at 18 atms by the stent delivery balloon. "The stent was expanded enough." There was severe balloon withdrawal (bwr) felt and a dissection occurred, but it was not confirmed when the dissection occurred.

Manufacturer narrative:
(B) (6)the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4): device not returned for analysis.